Event description:
During a percutaneous transluminal angioplasty of the left iliac artery a ballooon burst occurred. The lesion was long, diffused and heavily calcified distinctly in four different point sections however vessel was not noticeably tortuous. There were no anomalies noted during product inspection or when prepping device. Using a contralateral approach physician approach lesion with balloon for predilation. Indeflator was used and lesion was predilated to nominal pressure 3 to 4 times before balloon burst at 10 atm. There was no balloon leakage observed. There was no separation of any balloon part, no vessel dissection or deflation difficulty reported. The balloon was withdrawn without difficulty ending procedure successfully. There was no pt injury reported. The product was discarded. As per contact, there are no additional pt, vessel, lesion, or procedure info available.